Event description:
Customer reporting a false negative reaction with vss289 cell 1 with a sample confirmed to have anti-jka. Customer states that one sample resulted: cell 1 (neg); cell 2 (3+); cell 3 (3+) with the0.8% surgiscreen cells. The sample was sent to a reference lab. The reference lab reported the sample contains anti-c, anti-fya, anti-jka, and anti-cw. Liss/peg testing was performed.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed.(B)(4).